Event description:
It was reported to the manufacturer that site's handheld screen was continually freezing following interrogations. Reseating the flashcard would temporarily resolve the freezing screen; however, the site requested that a new device be sent to replace the non-working device. The non-working device has been returned to the manufacturer. Product analysis has been completed on the returned handheld and flashcard. The handheld was found to be operating within designed limits and there were no performance of any other type of adverse conditions found. No anomalies with the handheld were identified that could have contributed to the reported event. The event was duplicated in the product analysis laboratory with the software while operating in the handheld. It is a known event to occur with the programming software version 7.1.